Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they were hospitalized due to high blood glucose on : (B)(6) 9/21 with blood glucose of 861 mg/dl patient's current blood glucose: 530 mg/dl. Customer¿s husband reports they feel okay to troubleshoot. Customer¿s husband reported that sensor glucose & blood glucose were significantly different . Customer had a couple sensors fail. Customer was in the hospital and it showed 220 mg/dl when it was actually 861 mg/dl on the hospitals monitors. Several days during that period that it was off by 300. Customer¿s husband treated for high blood glucose with injections. Customer¿s husband reports they have contacted their healthcare provider regarding the high blood glucose. Customer off the pump prior to hospitalization for greater than 48 hours. Customer was in emergency room as a result of high blood glucose. The customer was not wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer is not using pump at the moment. Customer is not calling back to perform an high pressure test. Customer unable to complete other troubleshoot because customer states he believes it¿s the sensor and transmitter. The insulin pump will not be returned for analysis.